Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g6 sensor and transmitter, connected the transmitter to the dexcom app, but did not update the transmitter serial number in the ilet, resulting in the ilet not dosing until the transmitter ID was entered and the cgm connection established. Symptoms included hyperglycemia with a glucometer reading of 470 mg/dl; the user reported negative to trace ketones and no other symptoms. Outcomes included correction of elevated glucose as the ilet resumed dosing, with glucose trending down after the cgm reconnected to the ilet. Investigation included customer guidance to enter the correct transmitter serial number in the ilet, confirmation of cgm connection, verification of hyperglycemia by glucometer, and follow-up monitoring. Investigation of this case revealed user setup error related to cgm transmitter entry, leading to a period without ilet dosing until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup leading to temporary interruption of automated insulin dosing.